Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial implant. Device interrogation of the implantable cardiac monitor revealed that the battery was too low. The device was not used. Additional information was requested, but not yet received.

Event description:
New information noted that the implantable cardiac monitor was not part of the implant procedure. The device was interrogated prophylactically before the procedure.

Manufacturer narrative:
The reported field event of low battery display was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.